Manufacturer narrative:
Device had unresponsive buttons act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no excessive no delivery/occlusion alarm due to unresponsive button. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on act. Device received with stripped battery cap coin slot(p). (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a button error alarm/ keypad anomaly. The blood glucose at the time of the incident was unknown. The customer also reported that pump had broken battery cap and no delivery alarm. Troubleshooting was performed. The device will not be returned for analysis.